Manufacturer narrative:
(B)(4). Baxter received the device in question. The eval is not complete. When the eval is complete, a supplemental report will be submitted.

Event description:
It was reported that when the #5 key on the keypad is selected, the #3 key is entered. It was also reported there was no pt injury.